Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Report subtype should have been - follow up - rather than blank.

Event description:
It was reported that the patient developed an infection. The system was explanted and replaced successfully. The patient was stable post procedure and would continue to be followed normally.